Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient connected today to the implant and checked the implanted battery, patient said that it stated less than 11 months and patient was surprised to receive this information. Patient noted that they normally turn therapy off at night, however, have not for the past three weeks due to concerns with the communicator. Patient's last appointment was about 3 weeks ago and was told that the implanted battery was fine. Patient's next appointment is in five months. Patient was redirected to their managing physician to discuss this further.